Manufacturer narrative:
Lot# 12b218. Method: device history review, complaint history review, risk assess ment; result: no manufacturing issues were discovered. Conclusion: the probable root cause is normal wear due to the instrument age.

Event description:
It was reported that the tip if the inner shaft revision drip broke off.

Event description:
It was reported that the tip if the inner shaft revision drip broke off.